Event description:
The hosp reported that during preparation for a five graft coronary artery bypass procedure, ten heartstring seals cracked while loading into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No add'l pt complications were reported by the hosp.